Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that after clip deployment, the gripper line could not be removed. Surgical pliers and clamps were used to carefully remove the gripper line, which is considered medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. After clip deployment, the gripper line could not be removed. Surgical pliers and clamps were used to carefully remove the gripper line. Upon removal, the gripper line was noted to be kinked. The procedure was completed successfully with mr reduced to 1. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The reported difficulty to remove the gripper line and kink gripper line were confirmed via returned device analysis. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to remove the gripper line and kink in this incident could not be determined. It is possible that procedural interactions (natural curvature of patient anatomy) resulted in constrictive forces placed on the delivery catheter (dc) shaft, leading to the observed herniation of the coil. Subsequently, the difficulty to remove the gripper line was likely due to a contribution of forces from usage of the device (procedural interaction) in conjunction with the herniation in the lumen coil. The aggregations of forces due to patient anatomy, curves on the system and herniated coils can contribute to the reported difficulty; however, this cannot be confirmed. The observed kink was likely due to the removal technique since it was identified after removal of the gripper line; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.